Event description:
It was reported the fan was very loud and the programmer and radio frequency head were returned for repair. They subsequently tested out of specification during the manufacturer's analysis. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that at times the programmer cooling fan was noisy. The stylus pen was coming loose. (B)(4) - the radio frequency head cable was damaged with exposed wires and the lens was cracked. The rubber portion of the label was missing.